Event description:
On (B)(4) 2013, it was reported that the patient had a full vns replacement surgery due to high impedance. The high impedance was first observed on (B)(6) 2013 and the device was disabled on that date. An x-ray was taken and fractured lead was identified by the site. It was believed that the device was replaced prophylactically because it was an older generator and was close to end of service. No patient manipulation or trauma is believed to have caused or contributed to the event. The device history records for the lead and generator were reviewed and both devices met all specifications prior to distribution. The explanted device will not be returned to the manufacturer per hospital policy.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.